Event description:
In (B)(6) 2010, the device was implanted via l-p shunt. Setting pressure was unknown. After implantation, it was noted that the ventricles of the patient's brain became large. Gait disorder was also noted. On (B)(6) 2012, the device was replaced by ns9008 due to suspected valve blockage. (B)(4).

Manufacturer narrative:
(B)(4).